Event description:
It was reported that the device was explanted after an implant duration of approximately 1.6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral insufficiency.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax and phone), copy of the operative report was received. Unfortunately, the device is unavailable for return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.